Event description:
Boston scientific received info that micro-dislodgement of this lead was suspected. A lead revision was performed and during the repositioning of the lead, high out of range impedance measurements of greater than 2400 ohms were observed. This lead was explanted and a new lead was successfully implanted. No add'l adverse pt effects were reported.